Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during the procedure to implant this subcutaneous implantable cardioverter defibrillator, this patient went asystolic during defibrillation threshold testing. Chest compressions were required and post shock pacing was intermittent due to oversensing from the compressions. Following pocket closure, undersensing resulted in a delay of therapy less than thirty seconds. A second procedure was performed on the same day and this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure to implant this subcutaneous implantable cardioverter defibrillator, this patient went asystolic during defibrillation threshold testing. Chest compressions were required and post shock pacing was intermittent due to oversensing from the compressions. Following pocket closure, undersensing resulted in a delay of therapy less than thirty seconds. A second procedure was performed on the same day and this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.